Event description:
A blood sample was drawn from a patient undergoing dialysis treatment. The advia centaur cp hbsag patient sample test result was a false positive and reported to the physician. The result was considered discordant when compared to repeat testing. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur cp hbsag result.

Manufacturer narrative:
The cause for the false positive advia centaur cp hbsag result is unknown. The discordant positive result was reported prior to the customer following the information for use (IFU) for repeat testing to verify the initial positive result. Subsequently, the customer performed repeat hbsag patient sample testing and the results were negative. Quality controls were within acceptable limits, and no other discordant advia centaur cp hbsag patient sample test results were reported at the time of the event. No conclusion can be drawn. The instrument is performing within specification. The IFU states in the interpretation of results section: "samples with an index value of greater than or equal to 1.00 but less than or equal to 50 are considered initially reactive for hbsag. Perform repeat testing in duplicate and / or supplemental testing on these samples." "After repeat testing, if two of the three results are nonreactive (negative), the sample is considered negative for hbsag." The IFU states in the limitations section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."